Event description:
Report rec'd from (B)(6), stating that the device needed to be serviced. During servicing, it was found that the device was "heating up". It is unknown if the device was used during surgery. It is also unknown if there was patient or user injury, medical intervention or surgical delay related to the event. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the condition of "heat could be confirmed. During servicing, the device failed the "temperature verification" testing. If add'l info becomes available, a supplemental MDR will be sent. (B)(4).